Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of the transmitter unpaired itself is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.